Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. A follow-up report will be submitted if product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported sensor detachment. As a result, customer reported experiencing symptoms described as hypoglycemia, a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who provided a unspecified type of insulin injection as treatment. No further information provided. There was no report of death or permanent impairment associated with this event.